Event description:
The filter legs did not open. They appeared twisted. The dome formed properly in the 20-21 mm cava. Attempts were made with a snare to open legs. These attempts were unsuccessful. Another filter was used to complete the procedure.

Manufacturer narrative:
The filter legs did not open; they appeared twisted. The dome formed properly in a 20-21mm cava. Attempts were made with a snare to open the legs. The attempts were unseccessful. A filter was placed above the co's filter. No further complications were reported. Sample received was a set of angiography films. Filter dome deployed correctly. Two filter legs crossed against the vena caval wall. It is possible that the legs can become crossed while loading the filter into the storage tub. This can cause the legs to cross upon deployment. Filter dome deployed correctly. Two filter legs crossed against the vena caval wall.